Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed undersensing. This patient will be followed-up in the near future. It was also noted this patient has hypertrophic obstructive cardiomyopathy. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.